Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for complex regional pain syndrome type I and spinal pain reported via the manufacturer's representative (rep) they experienced warming, irritation, and discomfort during recharging which caused redness at the implantable neurostimulator (ins) site. An impedance and recharge history were taken which looked normal with full coupling. It was noted the consumer had seen the thermometer icon on the recharger once, but they believed it was caused by the recharger being in the car and already heated up. Two days later the rep. Reported the consumer was continuing to experience a burning sensation from the inside and the implant was too hot during recharging, so the physician wanted to speak to someone about replacing the battery to subside the symptoms. However, the consumer later reported the ins was getting warm at other times besides recharging, so the physician wanted to replace the ins.

Event description:
Additional information received from the consumer reported there was nothing new that led the warming and redness at the implant site while charging. In order to resolve the issue the consumer was trying to use a spacer, but they were only able to charge for one hour.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.